Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent thrombosis and myocardial infarction occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on the left anterior descending artery (lad). A 20 x 3.00 promus premier stent was deployed in the lad. It was noted that significant resistance occurred while advancing the device. The patient experienced a myocardial infarction (mi) within six hours of the procedure due to the occurrence of stent thrombosis. To cover the thrombosis, a promus premier select stent was deployed in the same lesion. The procedure was completed and the patient was reported to be stable.